Event description:
During troubleshooting of an unrelated alarm, it was reported that the caller had started over therapy with the same supplies. The event occurred during prime on the home choice (hc) and the home patient (hp) was connected. The caller stated they would discard the supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide instructs the user not to attempt to reuse any disposable supplies. The patient guide the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.